Event description:
Baxter-(B)(4) received a report that the spike was unstable, turned and almost separated from the mainbody. The set had been in use for 4 months. No leakage was found. There was no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). Evaluation of the device has begun; however, has not yet been completed. Upon completion of the evaluation a follow up medwatch will be submitted. This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s.

Manufacturer narrative:
(B)(4). The actual sample was received and evaluated. This complaint was confirmed in the lab. The key was found to be missing. The root cause was determined to be an error in manufacturing during application of the solvent. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.